Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025 around 6:30am, the patient was asleep when they got an alert that they were low. When they checked the cgm it was 108 mg/dl. The patient checked a bg and it was 338 mg/dl. The patient experienced nausesa and drove himself to the emergency room. He arrived at the hospital at 7:00am. A nurse checked a bg and it was 300 mg/dl while the cgm was still displaying 108 mg/dl. The patient was iven an IV shot of tramadol. After a couple of hours of being monitored, the patient was discharged at 11:00am. At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid was taken at home. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.